Event description:
It was reported that the tube on the 9800 system overheated and there was a low ma error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. There was a loose wire leading from the ac to the battery charger. This was corrected during the service call. The system was tested and found to be working as intended and put back into service.